Manufacturer narrative:
After further review of additional information received the following sections a3, b5, b7, g3, g6 and h2 have been updated accordingly. Section b5: additional information received indicates that in the case of complaints in the left artificial hip joint implanted in 2020 without trauma a radiological check was carried out. A considerable decentration for 2 years after implantation was impressive of the head in the inlay with osteolysis of the socket interface as a sign of significant inlay wear. This could be verified during an inlay change on 06-sep-2022 to a vitd-hardened specially approved inlay. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis, implanted with a lateralized liner and implanted with a component having a shelf age of greater than two years. The revision reported was likely the result of a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be confirmed as the device(s) were not available for evaluation and images of the explanted devices/pre-revision radiographs were not provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately two years post initial tha, patient had a revision due to polyethylene wear. Patient was revised to a cc inlay vitamin e, lippe ø 32, gr. 2 (cat# 142-32-62 / serial# (B)(6)). The device is not available for evaluation. No additional information available.